Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
According to the on site inspection by the field service engineer, the air and o2 gas modules were replaced. The pre-use check passed and the ventilator was returned to the customer in good working condition. The device logs were not provided. The conclusion is that the cause of the reported issue was defective air and o2 gas modules, however the faulty parts were not returned for further investigation.

Event description:
It was reported that the ventilator's o2 and air gas modules were defective. There was no patient harm. Manufacturer's ref. #: (B)(4).